Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a f/u report detailing the results of the eval once it is completed.

Event description:
User facility reported that after an endotracheal tube placement, a nellcor easy cap ii co2 detector was placed on the connector of the ett. A portex 1st response manual resuscitator was connected to the co2 detector. The respiratory therapist completed verification of ett placement by delivering 6 breaths via the manual resuscitator. The rt attempted to disconnect the manual resuscitator from the co2 detector by holding the co2 detector and pulling the manual resuscitator. The 15mm connector of the manual resuscitator became disconnected and could not be reconnected. Another manual resuscitator bag was located and placed; the incident resulted in a 20-30 second interruption of ventilation. The pt expired 30 mins after the event. The cause of death has not been made available and there is no indication from a medical professional that the interruption of ventilation caused or contributed to the pt's death.